Manufacturer narrative:
The investigation into the low pump flow and the positioning issues has been completed. The device was not returned for investigation. Data logs confirmed the failure mode. Logs showed low flow occurred when pump started that triggered suction response & suction alarms. Based on clinical description and data review, the root cause of low flow was most likely due to patient condition as the low flow was resolved with volume given. The cause of the false position in aorta was patient condition related.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿ ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The user facility reported a 83-year-old female noted to be as high risk for coronary intervention was implanted with an impella cp device for mechanical circulatory support. The complainant reported there were suction alarms on that resolved when volume was given. Additionally, there was an impella position in aorta alarm that occurred while weaning the pump for explant. The pump was explanted.